Event description:
Medisense device is used to monitor blood ketones during diabetic ketoacidosis. The test strip packaging is poor. Opening it destroys the "norms" printed on the foil packet and forces a lot of twisting of the test strip itself. The strip and instructions are unclear as to where the dr0p of blood actually goes, on to the open pad or to the end of the strip to be "sucked" into the strip by capillary action. Rptr suggests the foil packet be redesigned to peel apart rather than rip apart and the illustrations be made more clear.